Manufacturer narrative:
Unique identifier: (B)(4).

Event description:
The customer complained of erroneous elecsys pth immunoassay results for 1 patient sample on a roche diagnostics elecsys e170 modular analytics immunoassay analyzer. In (B)(6) of 2017, the pth result was 148 pg/ml. The day of the event, the analyzer, and the serial number was not provided. The reagent lot number and the expiration date was not provided. The intact pth result was 37 pg/ml on a dxi beckman coulter instrument. On (B)(6) 2017 the pth result was 100.5 pg/ml on the e170 serial number (B)(4). The intact pth result was 44.8 pg/ml on a dxi beckman coulter instrument. On (B)(6) 2018 the patient had an intact pth result of 99 pg/ml on a dxi beckman coulter instrument. On (B)(6) 2018 the pth result from a new sample was 98.72 pg/ml on an e170. The analyzer serial number was not provided. On (B)(6) 2018 the patient had intact pth result of 96 pg/ml on a dxi beckman coulter instrument. On (B)(6) 2018 the pth result from a new sample was 95.65 pg/ml on an e170 serial number (B)(4). There were erroneous results reported outside of the laboratory. There was no adverse event. The customer was not sure which result was the correct result. The customer stated the calibration and qc had been acceptable.

Manufacturer narrative:
The field service engineer (fse) performed an instrument check and a performance check that were within specifications.

Manufacturer narrative:
For the intact pth result that was 44.8 pg/ml on a dxi beckman coulter instrument, the customer did not know the date of the testing. The sample was from a different aliquot that had been frozen. For the testing on (B)(6) 2018 with a dxi beckman coulter instrument, the sample had been frozen.

Manufacturer narrative:
The customer provided samples for investigation. The high pth result was confirmed on an e 170 analyzer. Based on the investigation, there is an indication that there is a heterophilic interference caused by immunoglobulins. Product labeling for the assay documents this interference. The investigation determined that the qc was in range. Based analysis of the calibration and qc a general reagent issue can be excluded.

Manufacturer narrative:
On (B)(6) 2018 three new samples were collected from the patient and the serum was frozen. On (B)(6) 2018 the pth result was 32 pg/ml for one sample on a dxi beckman coulter instrument in a different laboratory. On (B)(6) 2018 the pth result was 32 pg/ml for another sample on a siemens instrument in a different laboratory. On (B)(6) 2018 the pth result was 90 pg/ml for the third sample on the e170 serial number (B)(4).